Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced during a sensor session, the message "pair new" appeared on the screen of the smart device, which disrupted the current sensor session. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the unit has no voltage. The customer complaint was not confirmed. A root cause could not be determined.